Manufacturer narrative:
A full osseotite tapered certain implant was returned for inspection. A visual inspection of the received product. Identified a gold screw lodged inside the implant. The hex of the screw appeared to be completely stripped and was covered with the implant fragments. There was evidence of gouging around the hex circumference and the external threads. The damage was most likely sustained during retrieval process. The abutment was discarded by the customer. No additional testing was performed due to the condition of the returned products. A device history review was performed on the implant (item # ifnt511 / lot # 2016060240) and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A device lot number was not provided for the certain gold-tite hexed screw so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual, instrm rev b 10/15 instructions for use of the recommended restoration are provided along with the appropriate torque values. Biomet 3i restorative IFU (instructions for use) p-iis086gr rev. E 11/2015 precautions: biomet 3i restorative products should only be used by trained professionals. The surgical and restorative techniques required to properly utilize these products are highly specialized and complex procedures. Improper technique can lead to implant failure, loss of supporting bone, restoration fracture, screw loosening, ingestion and aspiration and/or swallowing. Components made from peek material are intended for use for up to 180 days. The risk management file for certain gold-tite hexed screw (iunihg) was reviewed. Following probable causes as per the dfmea in the risk management file rm-00057-global restorative hazard analysis have been considered for damaged drive feature of the screw: the clinician does not follow the recommended protocol for product placement and final seating. Clinician damaged driver retention feature inside of screw or abutment. Driver inserted incorrectly. Torque applied during placement/seating exceeds recommended value. The complaint was confirmed, as the screw hex was completely stripped. A singular cause for the event could not be determined.

Event description:
The dentist reported a stripped gold abutment screw (iunihg) with tooth # 18. The general dentist stripped the screw when he tried to remove the crown on (B)(6) 2017. They were unable to rehex or remove the screw and were forced to remove the entire implant (ifnt511) on (B)(6) 2017.